Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed a shock impedance measurement of 14 ohms. Pocket manipulation was performed, and no out of range measurements were able to be recreated. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Additional information was received that low out of range shock impedance measurements of zero ohms was later observed. While the patient was being seen in clinic high out of range shock impedance measurements greater than 125 ohms was observed in svc to rv and svc to can programmed configurations. The programmed configuration was programmed to rv to can and shock impedance measurements were noted to be within normal limits at 82 ohms. The patient planned to follow up with the physician on an unknown date in the future for potential defibrillation threshold (dft) testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed approximately two weeks later. The device was explanted and replaced and the rv lead was cut, surgically abandoned and replaced. No additional adverse patient effects were reported.